Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: did the prolonged surgery/anesthesia time change the plan of care for the patient? Did the hospital stay exceed the normal stay for this type of surgery?

Event description:
It was reported that during a laparoscopic colon procedure, the device was used to isolate mesentery. However, the titanium tip broke after working forty minutes, the error code displayed to relax pressure on scalpel. With the help of x-rays, the surgeon searched the broken piece in the patient repeatedly, but it failed to find the broken piece. And it could not find the broken piece around the operation and floor. The anesthesia time was prolonged about one hour. Now the patient is still in the hospital. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Batch # n90e9t. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.